Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it rebooting unexpectedly was confirmed. Ventec then replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was an integrated circuit (ic), designator u1202, on the control board. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device rebooted by itself unexpectedly. There was no patient involvement associated with the reported event.